Event description:
While prepping the room for a carotid endarterectomy, one of the certified surgical technologists (cst) went to test the balloons on this shunt by injecting it with saline, to inflate the balloons. The balloons are supposed to immediately deflate once the saline is extracted. The cst extracted the saline, and the balloon remained inflated. It took 3-4 minutes for the balloon to fully deflate. Manufacturer response for pruitt f3 carotid shunt, pruitt f3 carotid shunt (per site reporter). The manufacturer will evaluate the defective product to determine the cause of the defect.